Event description:
Customer's mother called to report the insulin pump alarmed for no delivery. The insulin pump functioned correctly after the infusion set was changed. Blood glucose reading at the time was 427 mg/dl. Unable to troubleshoot at the time of the call. Advised that the insulin pump should be returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.